Event description:
Study received, in 2005, patient had stenting conducted on the mid left anterior descending lesion to treat restenosis. The proximal lad was also treated. The type of treatment performed was pci and it occurred at 8 month-follow-up. The event was resolved and the patient recovered well. The next month, the patient had an mi which was related to the procedure or post intervention. Mi was related to the target vessel. Patient also experienced chest pain the patient recovered.

Manufacturer narrative:
This patient was admitted for the index procedure for a pci (percutaneous coronary intervention) of the proximal-lad (left anterior descending artery), mid-lad and mid circumflex coronary artery. The mid-lad was 80% occluded, with a type b1 lesion, without calcified or thrombus and timi 3 flow. The lesion was pre-dilated with a 2.5 x 15 at 10 atmospheres. The 2.75 x 18 mm bx sonic stent was implanted at 14 atmospheres. No post-dilatation was performed and the final timi flow was 3. The proximal-lad artery was 80% occluded, with a type b1 lesion, without calcification or thrombus and a timi 3 flow. The lesion was pre-dilated with an unknown 2.5 x 15 mm balloon at 13 atmospheres. The bx sonic 2.75 x 23 mm stent was implanted at 14 atmospheres. No post-dilation was performed and the final timi flow was 3. The mid-circumflex artery was 80% occluded with a type b1 lesion, without calcification or thrombus and timi 3 flow. The lesion was pre-dilated with an unknown 2.5 x 15 mm balloon at 12 atmospheres, the 3.5 x 18 mm bx sonic was deployed 16 atmospheres. The final timi flow was 3. Eight months after undergoing the pci procedure, the patient presented with chest pain, mi related to the procedure and related to the target vessel. The cpk-mb value was 36.7 (normal <5), but no cpk was done. No ECG changes were present. The mi location was not identifiable. The patient was treated with pci and recovered. The revascularization was performed six days later. The mid-lad that was 75% occluded and a timi flow of 3 and the proximal-lad was 60% occluded with a timi 3 flow. No new significant lesions were present. The intervention consisted of pci and stenting. Patient status post event was "recovered". The events were unrelated to the device and probable related to the device. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited information available, the patient's diabetes may have contributed to the restenosis. This is the first of two products involved with this adverse event, which is associated with mfg report #9616099-2006-00456 and 9616099-2007-01543. Please note that this device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.